Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 device evaluation: the device has been returned and evaluated by product analysis on 8/25/2017 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen. A review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The blank display was due to internal moisture contamination found throughout the inside of the pump. The returned battery cap¿s height and width were within specification. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump¿s cover was removed and there was moisture corrosion found to the power printed circuit board (pcb), on the display flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.